Manufacturer narrative:
The cause for the discordant ca 125ii results is unknown. The original samples were stored refrigerated and not frozen until testing. The instructions for use states that the samples must be frozen within 24 hours. A siemens field service engineer (fse) went on site and found reagent probes 1 and 3 were bent and out of alignment. The probes were replaced. The customer ran additional patients and observed the following results; (B)(6). Siemens continues to investigate. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings. " the limitations section of the instructions for use states: "note: do not interpret levels of ca 125 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed ovarian carcinoma frequently have levels of ca 125 within the range observed in healthy individuals. Elevated levels of ca 125 can be observed in patients with nonmalignant diseases. Measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 125 in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Ca 125 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. The concentration of ca 125 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 125 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." MDR 1219913-2017-00202 for patient (B)(6) was filed for different patients from the same complaint on a different day.

Event description:
During a comparison study with a new lot of advia centaur xp ca 125ii, the customer noted a difference in patient sample results for two samples. There are no reports that treatment was altered or prescribed or adverse health consequences due to the difference in advia centaur xp ca 125ii results.

Manufacturer narrative:
MDR 1219913-2017-00191 was filed on september 13, 2017 reporting that during a comparison study with a new lot of (B)(6) ca 125ii, the customer noted a difference in patient sample. Results for two samples. This MDR was filed for samples 1 and 3. MDR 1219913-2017-00202 was filed for patient sids 039792 and 039795 which are different patients from the same complaint that were run on a different day. September 18, 2017 - additional information: when the instrument was serviced the fluid backgrounds indicated possible contamination so service decontaminated the instrument. After decontamination of the instrument the recovery of the samples was acceptable.